Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) had reached the elective replacement indicator after two months and 23 day of service. It was alleged the ins had experienced "premature battery depletion." Impedance testing was performed and found high impedances of >10000 ohms involving electrodes 1, 5, and 8-15 (using electrode 0 as a reference electrode). It was noted the patient reported that she had not experienced any falls or traumas; there were no external factors reported to have contributed to the event. The cause of the issue had not been determined as of (B)(6) 2016. There were no surgical interventions performed and it was unknown whether any would be planned; the issue remained unresolved at the time of report. The patient was alive with no injury at the time of report and the ins remained implanted and in service at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.